Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user stated that she had several wafers from this box that had an off centered starter hole and she felt like this had contributed to her poor wear time. She had used several and then threw the box away. Reportedly, her usual wear time was 3-5 days and now, her wear time was 1-2. She had not changed anything in her routine or weight. There was no harm reported by the end user. No photo is available at this time.